Manufacturer narrative:
Qn# (B)(4). The reported complaint of persistent helium loss 3 alarms is not able to be confirmed. The iabp part or recorder strip was not returned for investigation. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Other remarks: n/a. Corrected data: n/a.

Event description:
Reported as "persistent helium loss 3 alarms, bpw artifact". The report states that there were "persistent helium loss 3 alarms since the patient arrived from or. There is no blood in the tubing, all tubing is intact, no noted leaks. They exchanged the helium tank prior to calling. During facetime discussion between the clinical support specialist and the hospital staff, artifact on bpw was noted. Clinical support specialist suggested they exchange the pump and send to biomed for examination. After the pump was exchanged, follow up no other alarms". No patient harm or injury. Patient status is reported as "fine".

Manufacturer narrative:
Qn# (B)(6). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
Reported as "persistent helium loss 3 alarms, bpw artifact". The report states that there were "persistent helium loss 3 alarms since the patient arrived from or. There is no blood in the tubing, all tubing is intact, no noted leaks. They exchanged the helium tank prior to calling. During facetime discussion between the clinical support specialist and the hospital staff, artifact on bpw was noted. Clinical support specialist suggested they exchange the pump and send to biomed for examination. After the pump was exchanged, follow up no other alarms". No patient harm or injury. Patient status is reported as "fine".